Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of eliquis. The patient came in for their 45 day follow up transesophageal echocardiogram procedure. The imaging showed that there was a 5mm leak. The physician made the decision to keep the patient on their anticoagulation medication. 9 months post procedure the patient was admitted to the hospital experiencing a cerebral vascular accident. In response to this event the patient was given tissue plasminogen activator (tpa). The patient recovered from this event and has no long term residual effects.